Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5063917.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure. The explanted leads will not be returned as they were kept by the medical facility.